Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from french to english: quality defects on syringes the following problems were encountered faded marking, trace, particles.

Event description:
No additional information.

Manufacturer narrative:
Summary: thirteen samples of 5 ml ll syringes were received by bd. A quality engineer was able to examine the samples regarding item 301027. All samples were obtained in three different plastic bags: one with six, another with three, and the last one with four. Out of the 13 syringes, only six presented defects. Three had foreign matter in the fluid path. In the remaining three, scale marking issues were observed. Two had 50% or more of the grading lines from number 3 to number 5 partially missing, and one had more than 50% of the bd logo at the bottom of the barrel partially missing. No other defects were present. The conditions observed are non-conforming per product specification. The potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. The potential root cause for the missing print defect is associated with the marking process. The reported defect was manufactured in the holdrege plant which no longer manufactures this product. Therefore, no corrective actions are required from the canaan manufacturing plant. A device history record review was completed for provided lot number 2238823 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 2276462 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.